Event description:
A customer reported a system message displayed during a procedure. The case was completed using an alternate system following a 20 to 30 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was able to replicate the reported system message 10 minutes after power up. The company rep reinstalled the low pressure air (lpa) illuminator (illum) controller printed circuit board assembly (pcba). Preventive maintenance (pm) was performed. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined at this time. However, a potential root cause of the reported event was determined to be loose cables as the company rep reseated the original lpa/illum controller pcba and the nonconformity was resolved. (B)(4).